Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing a settings not available message on her controller. The patient was on setting 4, but she was trying to increase to 4.5 which is where the device was usually set to. The patient also said it seemed like she was going longer periods between charging the ins and she did not think the ins was working anymore as the pain was gradually coming back. The issues started about 2 weeks prior to the report. The patient also reported when the device was first implanted they had a right side and left side, but they couldn't get the right side to connect or work so she ended up with just one side and the left side stim was working. The patient did not want to go back and fix the side that wasn't working because it would have required surgery and the patient didn't use that side much anyways. The patient said the stim was set low because if it was turned up too much it was uncomfortable. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's statement concerning her right side meant that two weeks post implant the patient stated she stopped receiving stimulation in her right leg. The doctor determined it must have been a result of lead migration. She did not want to have surgery to replace the lead. The high impedances of two electrodes on the left lead were the cause of the settings not available message. The rep was able to program around the high impedance electrodes to resolve the message and also deliver her a desired therapy. The settings not available message has been resolved. No further information was reported.